Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter postal code: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor failed to deliver medication during patient infusion. The device contained 4750 mg of fluorouracil in 0.9% sodium chloride, with a total volume of 230 ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h4 and h6. H4: device manufacture date - the lot was manufactured between october 25-28, 2024. H11: the actual device was not available; however, a photograph was received for evaluation. The returned photograph was reviewed, and it was noted that the reported condition could not be verified or refuted. The device was not visible in the photograph as it was contained within the purple cytotoxic non-see through bag. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.